Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that their therapy keeps shutting off automatically. Patient stated they have to keep manually turning the therapy back on and it stays on for like 10 minutes tops and then it shuts off again. Patient noted they were at their follow up appointment like 2 days ago and the manufacturer representative (rep) asked them why their stimulation was off and patient stated they did not know why and the rep manually turned it back on. Patient stated this has been ongoing since then. Agent had patient connect through mystimrc and patient reported therapy was on; agent reviewed device functionality and patient indicated their understanding. Patient reported implant at 50%. Patient spoke to the rep again today over the phone regarding this issue and rep advised patient to call patient services as they were currently busy and, if not resolved, to call them back. Agent reviewed information and redirected to their rep and healthcare provider (hcp) to further address.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported patient had turned their stimulation off on (B)(6) 2025 and when the representative interrogated patient's ins on (B)(6) 2025 it was on. Impedances were within normal limits. Stimulation usage: therapy unavailable: none, programmer session: 10/30, 10/26, 10/15, 30 days stimulation usage: 43%, stimulation on since last session: 83%, adaptivestim on since last session: 0%, adaptivestim off, group usage:group a: 100%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating they met with the patient and did not witness the device turning off by itself. Told patient to call if it continues to happen but they have not called. They are assuming this is no longer an issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.